Event description:
It was reported the patient fell in (B)(6) 2014 and had been really sick since. The patient had a bowel blockage from their parkinson¿s disease medications and was sick with diarrhea. During that time, the patient had fallen and broken a big bone in their left arm that required surgery eight weeks later. The patient was weak from being ill and they were off balance. After the surgery, the patient had physical and occupational therapy. The weekend prior to this report and the weekend before that, the patient had fallen. The patient fell when they were in a small bathroom and they lost their balance. There was no return of symptoms and the patient always had dyskinesias. The week prior to this report the patient had a kind of spasm almost like a seizure where they would jerk. After the last fall, the patient would convulse into a ball, their face would scrunch, and veins would bulge in their neck almost like an electrical shock. The patient was taken to the emergency room after the fall. X-rays and ¿stuff like that¿ were done and they found the fracture at c7. An appointment was scheduled with a surgeon on the day of this report and with their managing healthcare professional (hcp) on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-07656.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v055604, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v063567, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v055604, implanted: (B)(4) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v063567, implanted: (B)(6) 2007, product type lead. (B)(4).